Manufacturer narrative:
This medwatch report is being filed based on an image received from the distributor on july 24, 2023, which presented a fracture of the core wire and stretched coil wraps in the distal tip extending proximally from the j-straightener with the distal tip lodged within the j-straightener with traces of blood. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As described in the instructions for use (dfu): 1.ensure a catheter is properly placed in the ventricle or other intended treatment area. 2.carefully remove the safari2tm guidewire from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3.after inspection of the safari2tm guidewire, advance the j-straightener over the distal section of the safari2tm guidewire to straighten the curve. 4.insert the safari2tm guidewire into the hub of the catheter with the aid of the j-straightener. 5.carefully advance the distal tip of the safari2tm guidewire into the lumen of the catheter. 6.remove the safari2tm guidewire j-straightener by withdrawing it over the length of the safari2tm guidewire. 7.advance the safari2tm guidewire through the catheter under fluoroscopic guidance. As indicated in the device instructions for use warnings: exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that procedural and/or handling factors may have impacted on the event as reported. Patient information was not provided. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
Event description: safari wire opened to use for tavi procedure with intention to insert into catheter that was sitting in the lv and then remove the catheter so that the valve could be introduced. As shown in the picture, there appears to be a shearing of the coating on the safari wire and therefore it could not be introduced into the catheter in situ. A new safari wire was taken from the same box and that worked as intended with no defect, the procedure was completed without further issue. Patient present at time of event?: yes. Patient complications: no patient complications.